Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2017, which performed as expected. An immucor field service engineer (fse) visited the customer site on (B)(6) 2017 to assess the testing instrument in question, which was determined to be operating as expected.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument.